Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1055319. Medical device expiration date: 28feb2026. Device manufacture date: 24feb2021. Medical device lot #: 1223669. Medical device expiration date: 31aug2026. Device manufacture date: 11aug2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro fine plus ¿ 31g x 8mm the product was damaged and medication couldn't be delivered. There was no report of patient impact. The following information was provided by the initial reporter: the patient reported as follows: there was a damage on the needle pe, and the drug solution did not come out. A total of 43 products, which contains one affected product and 42 unused products from 3 polybags, are sent for investigation.

Event description:
It was reported while using bd micro fine plus ¿ 31g x 8mm there was an isssue with foreign matter. There was no report of patient impact. The following information was provided by the initial reporter: the patient reported as follows: there was a damage on the needle pe, and the drug solution did not come out. A total of 43 products, which contains one affected product and 42 unused products from 3 polybags, are sent for investigation.

Manufacturer narrative:
The following information has been updated: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 1055319. D.4. Medical device expiration date: 28-feb-2026. H.4. Device manufacture date: 24-feb-2021. D.4. Medical device lot #: 1223669. D.4. Medical device expiration date: 31-aug-2026. H.4. Device manufacture date: 11-aug-2021. H6: investigation summary one open 31g x 8m pen needle sample was returned from an unknown lot. No. Along with fourteen sealed samples from lot. No. 1055319 and twenty eight sealed samples from lot. No. 1223669, cat. No. 320102. A clog test was carried out on the open sample from an unknown lot. No. As per q-sop-183-dl and no issues were observed. A clog test was also carried out on the fourteen sealed samples from lot. No. 1055319 and sixteen of the sealed samples from lot. No. 1223669 as per q-sop-183-dl and no issues were observed. Visual examination was also carried out on all returned samples and excessive lubricant was observed on the open sample. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the excessive lubricant is due to an overflow in the cascade on the pen needle line.